Event description:
It was reported that the patient presented with an infection. The system was explanted, and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.